Manufacturer narrative:
Procedure date: (B)(6) 2016. If implanted, give date: (B)(6) 2016. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09143. It was reported that stent explantation occurred. In (B)(6) 2016, the patient had a synergy drug-eluting stent implanted in the mid left anterior descending (lad) artery. In (B)(6) 2016, the patient had a follow up angiography which revealed a lesion in the distal lad. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but was unable to cross the lesion. The device was withdrawn and it was noted that the stent had dislodged and remained in the previously implanted synergy stent. During an attempt to retrieve the dislodged 2.50 x 28 synergy stent with a snare, the previously implanted synergy stent was explanted and came out along with the dislodged 2.50 x 28 synergy. The patient felt little pain which resolved after both stents were successfully removed from the patient. Dilatation with a balloon was performed and the procedure was completed. The patient's status was fine.